Event description:
The injector flow rate was set for 2.0 ml/sec. And the pt was injected in the left antecubital vein. The total injection volume was 150 ml. Of contrast. After completing the injection, a scan of the arm confirmed an extravasation covering the bicep. The pt was treated with warm then cold compresses and was consulted by a plastic surgeon. No further info as to the outcome of the consult was made available.